Event description:
Bd 20ml syringes with luer-lok tips were found to be leaking from the plunger tip after filling with compounded sterile product. A total of 233 syringes were found to be leaking and were discarded. FDA safety report ID # (B)(4).